Event description:
The customer reported a failure to deliver energy during use. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported a failure to deliver energy during use. No adverse patient impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.